Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 3:28 p.m., a sample collected from the patient's finger (finger 1) was tested using the meter, resulting in a value of 7.5 inr. At 3:31 p.m., a sample was collected from the same finger of the patient (finger 1), resulting in a value of 5.3 inr. At 3:33 p.m., a sample was collected from another finger of the patient (finger 2), resulting in a value of 4.2 inr. The patient then tried testing using a new finger and received an error. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.